Event description:
Impactor was used to turn the cage in the disc space. Impactor chipped as a result of this motion, leading to a distal portion of the tip to separate from the instrument. No harm was observed in the patient. When cages are forcefully placed in the disc space, continual impaction can lead to either implant and/or instrument failure. No additional information pertaining to surgical technique being followed was provided. Case is indeterminate.